Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11f17065, h11e06086, and h11e16101 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the use error which caused the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Event description:
This report was received from (B)(6) and is a spontaneous report by a nurse from (B)(6) of patient made mistake/touch contamination and peritonitis coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On an unreported date in 2011, the patient made a mistake/touch contamination. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for the peritonitis. Treatment information was not reported. At the time of this report, the patient was recovering. On an unspecified date in (B)(6) 2011, dianeal therapy was withdrawn. Concomitant medications were not reported. The nurse reported that the event of peritonitis with culture (B)(6) for fungus was not related to dianeal therapy. An opinion of causality was not provided for the event of patient made mistake/touch contamination.